Event description:
It was reported per the surgeon that, "planned a ps with 9 poly. Had to use cs with eleven poly because of too much tibial slope event though my profile said 90 degrees. Need to make sure you guys give me some 90 degrees with shapematch. I had performed over 30 otis in the past so I am comfortable with taking down osteophytes and making sure the guide is placed properly. This must be a software issue. Am. The axial alignment is perfect. And the slope matches the pre op slope perfectly but I needed a 90 degree post tibial cut not the pre op."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.